Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the patient was submitted to implant placement 10 years ago (monarch - spine) and he has been hospitalized since november with infection (we are not known if infection has or does not have an implant) and the surgeon needs to perform a material. It turns out that this material was discontinued by j & j and was provided by our distributor. Implant: monarch - spine - code and batch: not informed. This product complaint was created to replace complaint (B)(4). The complaint was incorrectly associated with synthes spine opco.